Event description:
According to the reporter, during an open glaucoma procedure the used device thread broke when closing the wound. Two more sutures from the same lot were tried with the same outcome. A suture from a different lot was used and had the same issue. Another suture from the lot was used to complete the procedure with no issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection and functional evaluation of the products had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.